Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml luer-lok¿ syringe tip was deformed. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from one of our customers. Just before the syringe was filled, they discovered that the tip of the syringe was deformed, making the luer lock unable to work and making the syringe unusable. The defect was therefore noted before use. Our client requires an explanation of how this was caused and how it can be prevented from happening again.

Manufacturer narrative:
H.6. Investigation summary: two photos and one loose 1ml syringe were received and evaluated. It was observed there was a small indentation at the 0.6ml marking and significant damage at the luer. The damage was rejectable per product specification. Potential root cause for the damaged luer defect is associated with the assembly process. It was likely caused by a barrel jam at the wheel. The small indentation is consistent where the barrel would be held in the dial. Adjustments were made to the wheel since the manufacture of batch 8275743. No corrective actions are necessary based on the defective rate identified. Batch 8275743 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml luer-lok¿ syringe tip was deformed. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from one of our customers. Just before the syringe was filled, they discovered that the tip of the syringe was deformed, making the luer lock unable to work and making the syringe unusable. The defect was therefore noted before use. Our client requires an explanation of how this was caused and how it can be prevented from happening again.